Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat: 00840009000, lot: 66207351, humeral screw kit 2 humeral screws. Cat: 00840009400, lot: 64895818, articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize. Cat: 00840002407, lot: 65850710, ulnar component plasma sprayed size 4 75 mm length right for cemented use only. H6: proposed annex g code: mechanical (g04) - stem. G2: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device cannot be contaminated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised nine months post-initial implantation due to loosening of the humerus and ulna components. No additional patient consequences were reported.